Event description:
An 85 y/o male, past medical history significant for htn, hyperlipidemia, ckd-s3, past right-sided stemi w/ intervention. Admitted on (B)(6) 2023 for 90% stenosis of proximal lad. Pretreatment dilation of lesion attempted with medtronic 3.0 nc balloon. Rupture of balloon against the plaque inside vessel noted upon inflation and unable to withdraw. Due to chest pain of 8/10 a balloon pump was inserted with improvement in pain 4/10, remained hemodynamically stable while multiple attempts made to rewire the lad. CT surgery consulted, not a candidate for off-pump surgery due to heavily calcified aorta. Multiple attempts made with eventual success to advance wire beside ruptured balloon and along with a 1.5 balloon, and the 1.5 balloon was removed. St elevation was noted along with a dissection plane near the calcified lesion making it impossible to rewire the true lumen of the lad. Cardiogenic shock followed; treated with vasoactive medications and acls protocols for 30 minutes without success, patient expired.